Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. The wearable was inserted into the arm on (B)(6) 2023. Approximately on (B)(6) 2023, the patient experienced a signal loss for 3 hours or more. The patient was watching when he suddenly passed out. During this time, the continuous glucose monitor (cgm) was not giving him the readings due to signal loss, but there was no indication that the patient was aware of this. When his child noticed him that he passed out, a fingerstick was taken and the blood glucose reading was low, the cgm was still showing signal loss during that time. The child, who is a healthcare provider, treated the patient with 3 shots of glucagon. The patient regained consciousness again after a couple of minutes, but they were not sure how long he had been unconscious. The patient recovered after the treatment with glucagon and no further treatment was reported. At the time of the report, the patient was fine. A review of the share logs was performed however, data for the wearable with the serial number (B)(6) was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to complete a data transfer. No additional patient or event information is available.